Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported the navigation system continues to perform accurately. The site has performed subsequent procedures using this navigation system, without issue. (B)(4) 2015 software analysis was unable to determine probable cause with the information provided. Patient archives were not available for analysis.

Event description:
A medtronic ent representative reported that, while in a standard functional endoscopic sinus surgery (fess), a surgeon was performing a lateral skull base procedure and there is an allegation of a cerebrospinal fluid (csf) leak. After finishing the first side, the surgeon moved to the second side. The surgeon saw the dura and realized that he had punctured the skull base and caused a csf leak. The surgeon believed navigation was showing 3 to 5 millimeters inferior to the actual location of the ostium seeker and straight suction. They re-registered the patient and were accurate after re-registration. Surgeon repaired the skull base. Patient was discharged on (B)(6) 2015 and is believed to be recovering without further complication. Delay in therapy was greater than one hour before continuing. The surgeon completed the procedure with the use of the navigation system.